Event description:
The grommet/bushing on the distal femoral jig broke free from the jig.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of disassociated bushings. The initial report stated all pieces were retrieved. The bushings were assembled to the device in the correct orientation. CAPA-(B)(4) is currently underway to investigate this issue. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported event of disassociated bushings. The initial report stated all pieces were retrieved. The bushings were assembled to the device in the correct orientation. (B)(4) is currently underway to investigate this issue. Post market surveillance is per sep-419 depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.